Event description:
New information received states the lead was capped and replaced during a normal generator replacement procedure. The patient was in stable condition following the procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented to the clinic after experiencing a vibratory alert for upper out of range high voltage lead impedance measurements. The shocking configuration was programmed as a short term resolution. No further information is available.

Event description:
New information received indicates that the lead was capped on (B)(6) 2016. Fracture was also noted on the lead.